Event description:
Part of the cleaning brush broke off inside the endoscope during cleaning. The broken brush was pushed out of the endoscope using another brush. No patient involved.

Manufacturer narrative:
There were no rcb-220-d devices of lot c503447 (lot reported by the customer) in stock at the time of the investigation. The 1 x rcb-220-d of unknown lot number was returned for evaluation. The customer complaint was confirmed on evaluation of the device returned. The brush head was broke off at one end of the device. A review of the manufacturing records for rcb-220-d lot c503447 did not reveal any discrepancies which could have contributed to this event. A review of the 2-year complaint history for this product family was conducted. This type of report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. The cause of the report could not be conclusively determined as conditions of use cannot be replicated in the laboratory. However, we can provide the following comments: the rainbow endoscopic cleaning brush is intended for cleaning upper and lower gastrointestinal endoscopes with instrument channel diameters between 2.8 mm and 4.2 mm. The device is reusable if its integrity remains intact. Prior to distribution, all rainbow endoscopic cleaning brushes are subjected to visual inspection to ensure device integrity. No corrective action warranted at this time. This event occurred during product cleaning of a colonoscope. The 2 year complaint history has been reviewed and it is believed that the likelihood of this type of occurrence is remote.